Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" this is for the left side device. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07/09/2024.

Event description:
Patient reported "rupture" this is for the left side device. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, left side "rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening, assessed as unidentified tear. The shell thickness within specification and missing piece of shell was assessed as inconclusive. No other observations observed.

Event description:
Patient reported left side rupture. The device has been explanted.